Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a static fill estimate issue on the pump. There was no adverse impact to the customer's blood glucose level. Technical support explained that this discrepancy could happen due to a large variance in measured pressures used to calculate insulin remaining in the cartridge, and once the insulin level matched the static display, the estimate would count down normally. Caller understood and acknowledged the explanation.